Event description:
Boston scientific received information that during a routine device change out procedure, the physician experienced difficulty loosening the setscrews on the header. Boston scientific technical services (ts) was consulted and discussed troubleshooting techniques. Ultimately the physician was able to loosen all setscrews. Due to the difficulty with the setscrews, the terminal end of the pace sense portion on the right ventricular (rv) lead was damaged. Subsequently the pace sense portion of the lead was surgically abandoned and a new lead was implanted. The shocking portion of the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high power visual inspection of the header noted that the rv ring and ra ring seal plugs were missing and the lv tip seal plug was partially lifted away from the header. Further inspection found that the rv tip and ring, the ra tip and ring and the lv tip retainer rings were bent upwards. The other retainer rings were normal. Testing found that all setscrews moved freely in both directions. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that it appeared the rv tip and ring, the ra tip and ring and the lv tip setscrews were backed up into their retainer rings and became stuck. This is typically induced by the use of a reverse torque that is greater than the setscrew retainer ring design was designed for.